Manufacturer narrative:
The customer did not provide a lot number or return any products for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible. Trend code analysis is performed in the monthly complaint review.

Event description:
The caller alleged a variance between inratio inr results and the lab inr result. The patient self tester's results were as follows: (B)(6) 2016 inratio =2.8; (B)(6) 2016 venous lab inr=6. Patient self tester's therapeutic range is: 2-3. The monitor was not in correct mode when fingerstick was performed. The patient self tester reported that on (B)(6) 2016 she had an uncontrollable nose bleed and went to the hospital where they tested her inr; lab inr=6; inratio was not tested on (B)(6) 2016 as she stated she was out of strips. Patient self tester's nose was packed and she was released from the hospital on (B)(6) 2016. On (B)(6) 2016 she went to ent to have packing removed and nose was still bleeding so she went back to the hospital. On (B)(6) 2016 she was given antibiotic (amox tr-kclv 875-125 mg tablet) to prevent sinus infection. Antibiotic was taken on the evening of (B)(6) 2016; she was released from the hospital on (B)(6) 2016. Customer provided the following historical results for inratio2 meter: (B)(6) 2015 inratio=2.0 - lot number could not be provided. On (B)(6) 2015 inratio =2.8- lot number could not be provided. On (B)(6) 2015 inratio =4.4- lot number could not be provided. On (B)(6) 2015 inratio =2.7- lot number could not be provided. On (B)(6) 2015 inratio =2.5- lot number could not be provided.